Event description:
It was reported by the patient that his recovery from a photoselective vaporization of the prostate procedure was difficult and more painful than he was expecting. He expressed the greenlight brochure was misleading and did not prepare him properly for the post operation recovery. The patient stated that he had a catheter for 3 days and had about a week of dysuria. The patient was given oral medication to help with the pain. At or about post-op day 30, the patient experienced hematuria. The patient no longer had pain when he experienced hematuria, therefore there was no treatment given. It was explained to him by his doctor that hematuria was to be expected and was a normal part of the process as it was old blood that the patient body was expelling. The patient stated that he was in contact with his doctor throughout the recovery process and that his doctor assured him that it was all normal and no additional action was taken by the physician to address the patient post operative recovery. The patient stated he is now doing well and that his benign prostatic hyperplasia (bph) symptoms are resolved.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are knowns risks associated with use of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported by the patient that his recovery from a photoselective vaporization of the prostate procedure was difficult and more painful than he was expecting. He expressed the greenlight brochure was misleading and did not prepare him properly for the post operation recovery. The patient stated that he had a catheter for 3 days and had about a week of dysuria. The patient was given oral medication to help with the pain. At or about post-op day 30, the patient experienced hematuria. The patient no longer had pain when he experienced hematuria, therefore there was no treatment given. It was explained to him by his doctor that hematuria was to be expected and was a normal part of the process as it was old blood that the patient body was expelling. The patient stated that he was in contact with his doctor throughout the recovery process and that his doctor assured him that it was all normal and no additional action was taken by the physician to address the patient post operative recovery. The patient stated he is now doing well and that his benign prostatic hyperplasia (bph) symptoms are resolved.